Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. The pump was visually inspected and function testing was performed. The reported issue was unable to be duplicated. Testing was performed and the device functioned properly and it did not ask for setup. The device ran the program for an extended period of time with no issues occurring. Therefore, there was no problem found with the returned pump. The software was installed as a preventative measure.

Manufacturer narrative:
Other, other text: additional information: a2, a3, b3, d10, h6, h10. Information was received on (B)(6) 2020 indicating event date, indicating that the event occurred during use with a patient, but no patient consequences were reported. Patient information was also received.

Event description:
Information was received that unit is not working. Unit keeps asking for setup. No adverse effects reported.